Event description:
The right ventricular subcutaneous (subq) lead had high impedance and lead fracture was confirmed. The subq lead was capped and the superior vena cava (svc) coil from another already implanted defibrillator lead was connected.

Manufacturer narrative:
Product event summary # (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. A proximal portion was received measuring 13 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 7000 competitor defib lead, (B)(6) 2006. (B)(4). .

Event description:
It was reported that the right ventricular subcutaneous lead was fractured. It was also reported that the physician planned to cap and replace the lead at device changeout. No patient complications have been reported as a result of this event.